Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is in the process of healing. The explanted magnet will not return to advanced bionics for analysis. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet and pain following a MRI. Proper bandaging protocol was not used. On (B)(6) 2021, the recipient's magnet was explanted. The recipient was reimplanted with a new magnet.